Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device is filed under a separate medwatch MFR number.

Event description:
It was reported that prior to an interventional abdominal aortic aneurysm (aaa) repair procedure, suture placement was achieved in the left common femoral artery with a proglide device using the preclose technique. The arteriotomy was 7f. Reportedly, the next suture was being placed and when pulling the lever back the device became caught in the tissue tract. The access site was widened and the device was removed. The access site was rewired and another proglide was attempted; however, the device became stuck on the first suture and the suture was removed. The sheath was upsized to 16f and the aaa procedure was completed. A cut-down procedure was performed to close the artery and achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported difficulty to remove was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported difficulty to remove and treatment appears to be related to procedural circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.